Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va03hp5, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va03r16, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The healthcare professional reported via the manufacturer representative that the implant had failed and was explanted. There were no patient symptoms reported and the patient outcome was unknown. The indication for therapy was unknown. Further follow up is being conducted . If additional information is received, a follow up report will be sent.